Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information revealed that the hospital was contacted for the information and would not provide any additional information related to the event. The patient remains ongoing on the hm ii lvas, (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The hm ii lvas patient handbook, rev. D, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection. Although the cause of the infection was considered to be unrelated, the device cannot be ruled out. The patient was hospitalized due to worsening of the driveline penetration. Wound cultures were negative. The patient was stated to have massive bleeding on (B)(6) 2024 in their upper gastrointestinal (gi) tract. The patient had less than 4 units of red blood cell concentrate transfused per 24 hours on (B)(6) 2024. Their prothrombin time (international normalized ratio) was 2.2, the activated partial thromboplastin time (aptt) was unknown, and the platelet count was 18.0 × 10s/l. Warfarin and aspirin were used to treat the event in addition to a blood transfusion. Although the cause of the gi bleed was considered to be unrelated, the device cannot be ruled out. The patient was stated to have black stool and progressive anemia, so they suspected upper gi hemorrhage, and the patient was hospitalized. An upper gi endoscopy performed one week after admission showed hemostasis and the source of hemorrhage was unknown. The patient was hospitalized from (B)(6) 2024.